Event description:
(B)(4). Since I've had essure in, I've gained weight, even if I don't eat, I still gain weight. I have hair loss, migraines all the time, heavy clotting periods, tired all the time, constant back aches, absolutely no sex drive at all, I have a nickel allergy, and wasn't informed that there was nickel in the device, I have pelvic pain all the time, went to ER because of pelvic pain, doctor couldn't find the cause, tried to treat me for a uti, painful intercourse when I do have sex, I can't have an orgasm when I do have sex, I look pregnant all the time, especially after eating, no matter if I eat just a few bites. Metallic taste all the time, pain down my arms, and legs, constant pelvic pain. Memory lapses, being forgetful all the time, it makes it hard to do my job adequately at work as well as care for my children, I have bumps on my skin that weren't there before, redness on my chest and face, and acne on my face all the time, where before essure I only got acne right before my period, and it went away as soon as I started my period. I bruise easily, and can't tell you where half of them come from.